Event description:
Pt presented with 24 mm neck diameter, 23 mm length, approx 60 degree angulation in the proximal neck. Access and deployment of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension. One side of the proximal cuff would not seal against the angulated part of the neck. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure.